Event description:
It was reported that the pacemaker exhibited oversensing due to electromagnetic interference (emi) with noisy signals being detected on the non-boston scientific right ventricular (rv) lead. This was confirmed during the patient's previous follow-up, leading to the non-boston scientific lead being deactivated. The emi occurred due to the patient's mobile phone being placed in their chest pocket. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.